Event description:
Swelling [joint swelling], effusion [joint effusion]. Case description: spontaneous report received on (B)(6) 2009, from a physician regarding a (B)(6) female patient, initials (B)(6) (medical history not provided). The patient received 1 injection of synvisc one on (B)(6) 2009. On (B)(6) 2009, the patient presented with swelling and severe effusion that persisted until (B)(6) 2009. The patient was treated with trison 40 (corticosteroid) intra-articularly. Decongestant fomentation was applied and the patient was treated with electrical stimulation therapy (iontoporesis). The physician assessed the intensity of the events as moderate, and the relationship between the events and synvisc as unlikely. The patient had recovered on (B)(6) 2009. Quality assurance (qa) investigation summary was received on (B)(6) 2009: the product lot number was not provided, therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.

Manufacturer narrative:
Evaluation summary: the product lot number was not provided, therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. His review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.